Manufacturer narrative:
No error messages were reported. Bci customer technical support (cts) recommended the customer to use personal protective equipment before troubleshooting. The customer removed reagent probe fitting and cleaned with qtip and primed, but the probe was still leaking. Bci field service engineer (fse) visited the site on (B)(4) 2011 and found that the leak was isolated to the wash collar fluidics line from the fluid distribution manifold. The fse replaced valve at manifold and leak stopped. The fse primed system and examined for further leaks. No more leakage was observed. The customer ran qc to verify instrument operation.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leakage at the reagent carousel on unicel dxc 800 pro synchron clinical system. The customer stated reagent probe b was leaking. No injury or chemical exposure was reported and there was no effect to patient or user.